Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) . Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device delivered over 50 shocks of inappropriate therapy. It was also noted that the device battery may have depleted early and it had reached elective replacement indicator (eri) voltage, but it had not indicated eri. The device was removed and replaced. No further patient complications have been reported as a result of this event.